Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable h10: d4 (expiration date: 02/2026). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the catheter allegedly broke. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI low-profile implantable port along with the components were received for evaluation. Visual, tactile and functional evaluation were performed. No anomalies were noted throughout all the components received. No fractures were observed throughout the catheter. Upon functional testing of catheter, no issues were observed. Therefore, the investigation is unconfirmed for the reported catheter fracture. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the catheter allegedly broke. The procedure was completed by using another device. There was no reported patient injury.